Manufacturer narrative:
(B)(4). Evaluation summary: the inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. In this case, the moderately tortuous nature of the vessel and the previously implanted restenosed stent likely contributed to the reported difficulty in crossing the lesion. Potential causes for stent movement during use may include improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, interaction with the lesion, accessory devices and/or previously implanted stents. Return of the device for evaluation may have assisted in the analysis and determination of cause. It was reported that the promus stent was being implanted to treat a previously implanted stent that has restenosed. It should be noted that the promus instructions for use (IFU) states: this device is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo native coronary artery lesions (length 28mm) with reference vessel diameters of 2.5mm to 3.75mm. However, it cannot be determined if using the device in the restenosed lesion contributed to the reported experience. The manufacturing records were reviewed for this lot and there were no non-conforming material records that could have contributed to this complaint. The lot release testing results were reviewed and all samples met all manufacturing criteria including stent placement, crimped stent outer diameter and stent dislodgement force. Although there is no indication of a product quality deficiency, a conclusive cause for the reported stent movement cannot be determined. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage and proper stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
Device issue: loose stent. Time of device issue: during procedure. Adverse event: none. It was reported that during the procedure, during an attempt to cross the rx promus stent system through a previously placed restenosed unspecified stent, the stent moved on the stent system catheter but did not dislodge from the balloon. The stent system was removed from the anatomy and another promus stent was implanted successfully. There was no adverse patient sequela. Though requested, no additional information has been provided. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.